Event description:
The customer reported an underinfusion of pca, stating the following: "prescriber ordered morphine 30 mg/ 30 ml pca for the patient at 14:54, with 1 mg demand, 10 minute lockout, and 20 mg lock-out amount. Nurses documented administration of the morphine pca at 15:04. At 15:15, the nurses set up the pca pump. At this point, we suspect that due the positioning of the clamp (not being straight), the pca infusion pump detected a 60 ml syringe size and gave the nurses options to select only from a list of 2 60 ml syringes. The pump was programmed using the monoject 60 ml syringe size at this time. The nurses chose the correct morphine 30 mg/30 ml standard concentration pca option from the pca drug library. Because the pump was programmed for a 60 ml syringe, the pump detected a starting syringe volume of 46.37 ml rather than the actual amount 30 ml. From that point on, each time a 1 mg demand dose was requested by patient, the pump delivered 0.65 mg/ 0.65 ml rather than 1 mg/1 ml as intended. On (B)(6) 2014 at 11:46, the pump showed that 43 ml had been delivered from the 30 ml syringe. The pump alarmed that the syringe was empty. The nurses were perplexed as to how the pump would show 43 mg having been delivered from a 30 mg syringe. At 12:18, nurses started a new pca, and this time, the pump detected the ims 30 ml syringe as the correct syringe option. The pump started with the correct starting volume of 30 ml." There was no report of any patient harm. No further patient or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.